Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue. The stylus was able to select in all areas of the display. Analysis noted that the speaker mount hole one the bezel assembly was broken and the stylus was cracked near the tip. The bezel and overlay assembly was replaced, the stylus was replaced, the connection between the overlay and the printed circuit board (pcb) was reseated, the stylus was re-calibrated, the nylon link electronic module (lem) support standoff and screw were replaced, and the media bay gasket was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a dead spot on the top left of the screen. The stylus was unable to select in that section of the display. The programmer was returned for service. There was no patient involvement.